Event description:
It was reported that the customer received a battery out limit alarm from her insulin pump and the insulin pump's display screen was frozen. Standard troubleshooting was performed. The battery was changed but the insulin pump was still frozen. The customer's blood glucose level at the time of the event was 235 mg/dl. The product was returned. Nothing further was reported.